Event description:
I had reconstructive surgery in 2004. The surgeon removed mentor saline implants then reinserted them with surgical mesh after reconstructing my entire chest. My body immediately tried to reject them. The pain was so bad they could not get me out of wheelchair to leave. Then started extreme fatigue, agitated easily, migraines worse than ever in my life. The migraines started lasting up to 3 months. My bones started locking up so bad I thought I had ms or bone cancer, drenching sweats, anxiety, panic attacks which I had never had before, so I thought I was having a heart attack. Misdiagnosed lyme and coinfections, als, depression, suicide attempt because no doctor would tell me what was causing these debilitating symptoms. My cognitive impairment has been so bad, I feel like I have full blown dementia some weeks, then I have extremely low iron and iron storage is gone, I go from severe anemia like a 90 year old woman. My dr told me to iron overload for no reason. Ruled out hh. Now I have horrible chest pain burning up to my throat. I've been trying to have my implants and mesh capsulectomy the past few months since I researched and found all these thousands of women with my symptoms. I was told (B)(6) will only pay if I have cancer. I have something wrong with my liver, kidneys bleed when I urinate and sometimes it feels like my liver and spleen are so enlarged I cannot turn to wipe or roll over. It's excruciating. My bones lock up and I feel 90 years old. I've been real bad since 2008. Lost my business, homes husband, retirement due to my health failing since implants. I've been diagnosed with hla-dr genes and biotoxin illness with huge inflammation from mold. Moved 5 times and the mold had to be inside my implants. I have gotten rid of everything. Can you tell me how someone this sick with lack of support goes about having en bloc surgery done? I have been hopeless and mentor hasn't helped in any way. If I get a letter from my doctor saying this is medically necessary in order for me to regain my health will (B)(6) pay for it?